Event description:
The facility stated that the surgeon successfully implanted a model cc4204bf intraocular lens into the pt's eye but decided that another model of lens would be better suited to this pt's ocular anatomy. There was no product malfunction or pt injury. It is unknown what the model of injector or cartridge were used to deliver the lens into the pt's eye. The lot numbers for these items are also unknown.